Event description:
It was reported through the filing of a lawsuit that allegedly on the patient was implanted with a 10mm cartiva implant due to diagnosed hallux rigidis and capsulitis. Allegedly the implant shrank and migrated from the initial implant site causing pain, loss of mobility and bone loss. He was revised approximately 40 months post-op.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device not available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly on the patient was implanted with a 10mm cartiva implant due to diagnosed hallux rigidis and capsulitis. Allegedly the implant shrank and migrated from the initial implant site causing pain, loss of mobility and bone loss. He was revised approximately 40 months post-op.